Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with the naked eye and a hole in the tubing was identified. Pressure and clear passage under water testing was performed and a hole in the tubing was observed. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of vasopressin with a clear-link device, blood backed up from the central line causing an interruption of the infusion. Subsequently this resulted in the patient experiencing hypotension. It was reported ¿there was a crack in the IV tubing¿. The cause of the crack was not reported. Treatment for the event was not reported; however, upon follow up it was reported that a medical intervention was not needed ¿at this time¿. At the time of this report, the patient outcome was not reported. No additional information is available.